Event description:
The customer reported that temperature unstable issues were encountered during the rf ablation procedure. As a result, the operation was finished, however, a 2nd ablation procedure will be necessary. The incident needle was discarded by the customer. No injury occurred to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident device was discarded by the site and is not available for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.